Event description:
It was reported to philips that the ECG port connector on the measurement panel was worn.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was reported to philips that the device has a damaged etco2 port connector. There was no patient involvement. The field service engineer (fse) evaluated the device and found the etco2 port worn. He etco2 module needs replacing. Upon conclusion of the evaluation, it was determined that the etco2 module requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.